Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The physician successfully implanted a taxus express2 8.8% 3.0 x 32 mm drug eluting stent in an unknown vessel. As the balloon was being withdrawn it stuck to the stent. The physician tried several inflations and deflations, negative pressure and it would not move. He then dialed up and down very slowly but still unable to move the balloon. He inflated to 1/2 atm, pushed and pulled, dialed down to zero, left it in negative and pulled the balloon out. No pt injuries or complications were reported. The pt's condition is reported as good.